Event description:
As reported by the user facility: reports a (B)(6) female patient, undergoing a spinal for a total knee replacement, had the needle break off into her spine about halfway through. A cat scan confirmed the needle fragment. Surgery was performed by a neurosurgeon to remove the fragment. The patient did not suffer any ill effects. The knee replacement was postponed.

Manufacturer narrative:
(B)(4). The reporter stated that the device sample will not be returned at this time as it is being used for an internal investigation at the hospital. However, the facility did return a photo of the involved needle. Based on the photo, the needle was broken in half and appeared bent near the tip of the cannula. However, no specific conclusions could be drawn from the photo. Without the actual sample, a thorough evaluation could not be performed. While no specific conclusion can be drawn, incidents of this nature can generally occur when the needle is subjected to some type of trauma during use that stresses the device beyond its design capabilities. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or needle material number. There were no other reports of this nature against the reported lot number. All available information has been forwarded to the device manufacturer of the needle. If the physical sample is received at a later date or if additional pertinent information becomes available, a follow-up report will be filed.